Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working, and the usb port gives error 43. The field service engineer unplugged the usb cable and reconnected to the bio-ID to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID screen does not default, requesting the user to enter a manual password. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.